Manufacturer narrative:
Convatec is submitting this report as a result of activities related to (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant reports "that when he removed the skin barrier yesterday it was difficult to remove. He states that the temperatures were very high and that the barrier may have been affected by that and seemed a bit melted. He states that he pulled the skin off at about 2 oclock at about the position where the flange is located leaving a wound that was about 25 mm x 3 mm x 2 mm. It did bleed slightly. Reports cleansing skin as usual and reapplied appliance no other treatment was done he does not use adhesive remover or protective barrier wipes or stomahesive powder." Discussed use of these products to avoid skin injury.